Event description:
The customer reported the ortho provue analyzer is randomly not dispensing red cells into the mts a/b/d monoclonal and reverse grouping cards. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A definitive root cause was determined for the reported event. A leaking syringe may lead to a loss of vacuum/pressure in the fluidics system and incorrect/no-dispense. Information was not provided regarding error codes posted as a result of this issue. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.